Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient experienced increased spasticity in relation to the multiple motor stalls and recoveries. No troubleshooting methods were communicated by the patient. As an intervention the pump was restarted two months on elective replacement indicator (eri) so no diagnostics done. The cause of the multiple motor stalls and recoveries was not determined.

Manufacturer narrative:
Returned pump analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. Logs showed ¿stopped pump period may exceed tube set¿ occurred on (B)(6) 2016 at 02:42, motor stall recovery occurred on (B)(6) 2016 at 13:25, motor stall occurred on (B)(6) 2016 at 15:31, and ¿stopped pump period may exceed tube set¿ occurred on (B)(6) 2016 at 15:31.

Manufacturer narrative:
(B)(4) no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). It was reported tha a critical alarm for safe state was heard and confirmed by telemetry. The rep inquired about who to contact for possible financial reimbursement due to the premature failure of the pump. No symptoms were reported. The day of the alarm being heard was unknown. Additional information was received from a manufacturer¿s representative (rep). It was reported that the rep was not aware of the event until the date they called into technical services. The cause of the safe state alarm was not determined.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal (2000 mcg/ml) at 772 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. A motor stall was seen at the initial interrogation; the pump status and/or event log indicated that multiple motor stalls and recoveries occurred and stopped pump period may exceed tube set occurred. The stalls and recoveries started in (B)(6) 2016 and continued through (B)(6) 2016. There were multiple motor stalls and recoveries as well as a few tube sets in that time frame. The healthcare provider confirmed that they saw a volume discrepancy at the most recent refill. He was expecting 2 ml and pulled out about 30 ml. The patient did not recently have an MRI and magnetic influence had been ruled out as a possible cause. There were no symptoms reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies.

Event description:
Additional information was received from the manufacturer's representative. The pump logs confirmed multiple motor stalls/recoveries and "stopped pump period may exceed tube set" messages had occurred. The logs showed the first tube set message occurred on (B)(6) 2016, with a recovery followed by a motor stall on (B)(6) 2016, a recovery/stall on (B)(6) 2016, a tube set message on (B)(6) 2016, with a recovery /stall on (B)(6) 2016, a tube set message on (B)(6) 2016, followed by another recovery/stall on (B)(6) 2016. A critical alarm occurred on (B)(6) 2016 and the pump was replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.